Event description:
It was reported that a smiths medical pump had an issue primary audible alarm. No adverse patient effects were reported.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seal was broken and the bottom case was cracked by the l-bracket. Review of the event history log showed an occurrence of "primary audible alarm bgnd test." Functional testing involved occlusion testing and running the pump through the power up process. The reported issue was not duplicated during the investigation, no damage to the speaker was observed. The speaker was replaced as a preventive measure. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair record.